Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the returned device that was found to have separated inner components. The inner component separation has the potential to result in a failure during clip deployment which can result in a serious injury. It was reported that the mitraclip would not open during device preparation. There were no curves applied to the device yet. Grippers were raised. The clip was unlocked without resistance, but would not open. As the arm positioner was turned to open, a piece of metal would come out the actuator knob. When the arm positioner was turned to close, the piece of metal would retract back into the actuator knob. Troubleshooting maneuvers were performed, but the clip would not open. There was no patient involvement. The cds was replaced with another without further incident. There was no clinically significant delay in the procedure. No additional information was provided. Subsequent to the reported information, the device was returned and was found to have separated inner components.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis, and the reported inability to open the clip and the actuator mandrel protrusion was confirmed via returned device analysis due to the detached release crimper (inner component). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The performance of these devices will continue to be monitored. Further assessment of this manufacturing issue is being performed per site operating procedures.